Event description:
The olympus representative reported the nozzle on the evis lucera gastrointestinal videoscope was clogged. The device was used with the standard set. The scope was a loaned device with no procedure or patient involvement.

Manufacturer narrative:
The device was evaluated by olympus and the reported issue was confirmed. There were foreign materials in the air/water supply tube. There was no air/water supply. The objective lens in the distal end was damaged. The electrical connector was corroded. The root part of the insertion tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water tube was unable to be identified. Olympus will continue to monitor field performance for this device.